Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/29/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The parent reported that they took the patient to the hospital based only off of the patient¿s bg value readings being different from the cgm values. The name of the hospital was not provided. After taking the patient to the hospital, it was reported that all readings were equal and the patient was fine according to readings at the hospital. There were no symptoms reported. There was no injury reported. There was no medical intervention reported. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.